Event description:
Report received of an overdelivery of normal saline. The pump was programmed to deliver a fluid bolus at 250ml/hr with a dose limit to 250ml from a 500ml container. One and one-half hours after the infusion was started, the nurse returned to the patient's room and discovered the solution was still infusing at 250ml/hr. The patient had received 375ml of normal saline. The nurse had expected the pump to alarm after the dose limit was completed; no alarm sounded. The patient was reported to have tolerated the additional fluid without adverse effects. Though requested, no further information was available.